Manufacturer narrative:
The device has been returned to masimo for eval. When the investigation is complete a follow up report will be submitted.

Event description:
It was reported that the segments were missing from the display. The unit will engage in pt monitoring. There were no error messages. No pt involvement.